Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Summary: it was reported performance pull off suture needle. An empty opened overwrap packet with a detached needle re-parked on the winding former were returned for analysis. The product code is double armed. During the visual inspection of the needle, the attachment area was crushed, and the hole was flat; also, marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The other section (needle-suture) was not returned for analysis. Marks were observed on the swage area of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance - damaged product, suggest an improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. During the procedure, the needle pulled off the suture. There were no adverse patient consequences reported. No additional information was provided.